Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency case, xray was not possible. A restart of the system was attempted. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No defect was found in the x-ray tube. The fpga (field programmable gate array) limited the heating current of the large focus, however, the small focus works without any limitation. Under extreme conditions the fpga of d601g could limit the heating-current to a low value until it is rebooted. This effect can only occur at systems with a100+ generators and a 2-focus x-ray tube and the issue can impact the function of the large focus only. Correction for this failure was initiated via update (B)(4) and was reported to the FDA under 21 cfr 806; report 2240869-03/07/16-0010-c. This corrective action eliminates the root cause of the problem and prevents the possibility of reoccurrence.